Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the reason the adaptive stimulation needed to be changed manually was because the 'recliner position' is hard to define on the ins. The patient met with a manufacture representative and made programming changes that they thought would help. The patient noted that the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had to switch between preprogramed adaptive stimulation groups. The patient switches between the groups based on pain and if stimulation is irritating, lying down is higher intensity stimulation and sometimes stimulation is too high and uncomfortable. No additional symptoms or additional complications were reported for this event. [Refer to pe# (B)(4) for details pertaining to pp acting strangely] [refer to pe# (B)(4) for details pertaining to stopped using first ins].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had to switch between preprogramed adaptive stimulation groups. The patient switches between the groups based on pain and if stimulation is irritating, lying down is higher intensity stimulation and sometimes stimulation is too high and uncomfortable. The patient and technical service specialist (pss) was able to walk the caregiver through changing the stimulation groups and a replacement programmer was sent. Additionally it was reported that the patient was having trouble sleeping. No other symptoms or additional complications were reported for this event.